Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk, minor scratches on lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the drive support cap is loose. The blood glucose reading is 180 mg/dl. The previous night the blood glucose dropped to 34 mg/dl. Customer pressed the drive support cap while connected. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.